Manufacturer narrative:
Findings: the unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery tests or verify low batt, weak batt and batt out limit alarm or any alarm due to failed batt test alarm. Unit had minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump alarmed fail battery and weak battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that since yesterday afternoon pump said battery low. The customer changed the battery and it showed a full battery and a few hours later showed low battery. The changed the battery and went to the store and bought new batteries, changed the battery and now it was showing weak battery. They were at softball and it beeped. She came over and said the battery was beeping. While troubleshooting for low battery the customer received failed battery. The after troubleshooting and replacing new battery customer ID not received another failed battery. The customer was advised a new battery cap will be sent and was told to monitor the pump. The customer called back after getting new battery cap but informed that she is still getting low battery. Customer was calling back within 1 week after previously completing low batt troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.